Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain in pelvis region') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and asthma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain in abdomen"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be unrelated to essure. The reporter commented: removal was request by patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain in pelvis region') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and asthma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain in abdomen"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be unrelated to essure. The reporter commented: removal was request by patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.